Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-06022. The pt received an scs system including dual percutaneous leads from different lots on (B)(6) 2010. It was reported that the pt was not feeling stimulation on his left side. This issue was discovered on (B)(6) 2011 during an assessment of the pt's scs system. Efforts to capture optimal therapy coverage via reprogramming proved unsuccessful as the pt was only receiving adequate stimulation on his right side. A diagnostic test revealed invalid impedance measurements for several lead contacts. Surgical intervention was undertaken on (B)(6) 2011 to address this issue. Intraoperative testing of the lead found that the impedance issues remained. As such, the pt's lead was replaced, and effective stimulation was recaptured as a result.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.